Event description:
Related manufacturer number: 2017865-2022-01297. It was reported that the patient's right atrial and right ventricular leads exhibited noise. The leads were removed and replaced. The patient was stable.